Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported leaking from the bd maxzero trifuse tubing. Patient impact has been requested, but not yet provided.